Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing including bench handling, visual inspection of the connectors, shock and pacer testing using test pads without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The electrode pads used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.